Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The moderately calcified and severely tortuous lesion was located in the 80% stenosed right coronary artery. The 3.50x28mm taxus liberte stent delivery system was advanced, but was unable to cross the target lesion. The procedure was completed with plain old balloon angioplasty (poba) with no pt complications. The pt's condition post procedure was reported to be "good". However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on rows 1 to 6 were misaligned. The balloon section was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).